Event description:
This rv lead was implanted on (B)(6) 2007, and remains implanted at this time. A red alert of high right ventricular pacing lead impedance was detected on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).